Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of all or a portion of her essure device /malposition of essure device location of device:essure coil no longer present in the right tube/malposition of essure deviceloction of device:right essure device not seeen in hsg") and menorrhagia ("abnormal/heavy menstrual bleeding /abnormal bleeding (menorrhagia) / heavy menstrual bleeding, unexplained random vaginal bleeding (event splitted for coding)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and miscarriage. Concurrent conditions included parity 1 since (B)(6) 2011 and gravida I. Concomitant products included cilest (sprintec) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as citalopram hydrobromide (celexa). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy menstrual bleeding, unexplained random vaginal bleeding (event splitted for coding)"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe lower abdominal pain"). In (B)(6) 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal adhesions ("adhesion from anterior abdominal wall to left adnexa"). On an unknown date, the patient experienced device expulsion ("underwent an hsg test and only one essure device was observed"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy) and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia had not resolved, the menorrhagia and abdominal pain lower was resolving, the device expulsion, vaginal haemorrhage, coital bleeding and abdominal adhesions outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, back pain, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 she underwent tubal ligation to ensure permanent sterilization. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of her remaining essure coil essure procedure with no occlusion of right tube due to it¿s falling out. On (B)(6) 2011, when she went in for the hsg, only one device was found. One tube was completely patent. So, she has opted for laparoscopic sterilization to take care of the problem (vice placement of another essure insert device). Diagnostic results: on (B)(6) 2011, hysterosalpingogram (hsg) result: unilateral occlusion (left tube occlusion). No occlusion of right tube due to device falling out. On (B)(6) 2011, history of essure procedure with no occlusion of right tube due to its falling out. Procedure: laparoscopic tubal sterilization with bipolar cautery and total laparoscopic hysterectomy and mini arc. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs recevied. Outcome of events updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.